Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) as reported by the exactech hip replacement study, approximately two-years post tha, the 87 y/o male patient experienced an infection. Patient had a revision due to septic loosening of the acetabular component. The event is not related to the device but possibly related to the procedure. Device is not returning due to facility policy. Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient¿s infection/condition, which caused the loosening, which caused the infection and subsequent revision.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech hip replacement study, approximately two-years post tha, the (B)(6) y/o male patient experienced an infection. Patient had a revision due to septic loosening of the acetabular component. The event is not related to the device but possibly related to the procedure. Device is not returning due to facility policy.